Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis review found power on reset parameters. There was a reset on (B)(6) 2011. The device was restored to programmed settings via the backup eeprom. No further issues were noted.

Event description:
It was reported that at interrogation, the device displayed an error "60-70-08, backup activated on (B)(6) 2012 at 02:20". The patient related that they received a "discharge from the toaster" at this time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.